Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42, associated with a g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer service provided instructions to reset the pump, but the error persisted; thus, a decision was made to replace the pump. The pump was still under warranty, and the customer was informed about using multiple daily injections as a backup therapy. Customer service confirmed the shipping details for the replacement pump and provided guidance on how to return the defective pump to avoid additional charges. The customer was also instructed to transfer pump settings and connect the continuous glucose monitor to the new pump, which they acknowledged and understood.